Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button alarm. The customer's blood glucose was 500 mg/dl at the time of the incident. Customer also reported button and keypad anomaly. They were unable to navigate screens on pump. Time on the insulin pump did not advance. Troubleshooting determined that the insulin pump should be replaced. The customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.